Manufacturer narrative:
Initial reporter addr 1:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe experienced a breach in sterility. The following information was provided by the initial reporter: damaged/short packing.

Manufacturer narrative:
H6: investigation summary: customer returned several images of the 31gx8mm syringe from lot 2045476. No physical sample was returned; therefore, the investigation was performed based on the photos provided. The consumer reported that the number of syringes was insufficient the customer found only 9 poly bags vs. 10. The images were observed, and photo #1 shows an open shelf carton without any damage and photo #3 shows 9 polybags in good condition. Based on the photos, incorrect count (less than expected) has been confirmed. A review of the device history record was completed for batch# 2045476. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the photo received, embecta was able to confirm the customer¿s indicated failure of incorrect count. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe experienced a breach in sterility. The following information was provided by the initial reporter: damaged/short packing.